Manufacturer narrative:
The patient's gender was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was initiated with centrimag veno-venous (vv) extracorporeal membrane oxygenation (ECMO) on (B)(6) 2021. It was set to 5450 rpm/7.03 lpm. The system never reached 5500 rpm and would not reach 5450 by 19:00 on (B)(6) 2021. At 5400 rpm and 6.95 lpm flow the patient had a circuit change for hemolysis on (B)(6) 2021. The patient was still on the current centrimag and never achieved 5500 rpms. The console and motor were placed on parkland's primed circuit and tested to see if 5500 rpms could be achieved. The circuit ran at 5500 rpms for greater than 2 hours. The circuit was placed on a demo training loop at approximately 14:00 and the rpms were at 5500 with flow at approximately at 6.74 lpms. When clamped/unclamped on the drainage side, rpms would fluctuate above/below 50-100 rpms but quickly returned to the 5500 rpm setting. It was unable to reproduce the sustained lower rpm reported issue. The circuit would continue to run on a training loop with added resistance to attempt to simulate the previous patient's settings for greater than 24 hours. It was felt that 5500 rpms were unable to be achieved related to the patient factors. Plan was to perform demo loop run and follow up with staff. Related manufacturer report number of motor: 3002893813-2021-00001. Related manufacturer report number of console: 3002953813-2021-00003.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the downloaded log file from the returned centrimag console was unable to confirm the report that the pump/motor speed was not able to reach 5500 revolutions per minute (rpm). A specific cause for the reported event could not be conclusively determined. Additionally, a direct correlation between the reported of hemolysis and the centrimag blood pump could not be conclusively established through this evaluation. It was reported that the centrimag pump speed would not fully reach 5500 rpm and typically operated around 5450 rpm when set to 5500 rpm. The circuit with the centrimag pump was ultimately changed due to hemolysis. After the centrimag pump was exchanged, the account ran the centrimag console and motor on their own circuit and found that the centrimag pump operated at the set speed of 5500 rpm for over 2 hours. The account found that clamping and unclamping the drainage side caused the pump speed to fluctuate 50 to 100 rpms below/above the set speed. The hospital staff determined that the inability of the pump to operate at 5500 rpm was related to patient factors. A log file was downloaded from the returned 2nd generation primary console (serial #: (B)(6)) for review. A review of the downloaded log file showed events spanning approximately 4 days ((B)(6) 2021 per time stamp). Events occurring on 1(B)(6) 2021 took place during lab testing at abbott. Throughout the log file, the motor speed was adjusted several times. When the motor speed was adjusted to 5500 rpm, the motor/pump was able to operate at a speed of, around, or slightly above 5500 rpm. There were no other notable alarms active in the log file. The centrimag pump was not returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled "inspection prior to use" states that the blood pump should be inspected prior to use for any damage or particulate matter contamination. Do not use the blood pump if damaged or if any particulate matter is found on or inside the blood pump. Contact the manufacturer regarding return of any suspect blood pump. No further information was provided. The manufacturer is closing the file on this event.